Manufacturer narrative:
Returned device was received in good physical condition and a scratched screen. No evidence of reported problem in event log was found. During the evaluation of the device, the moment it was power on, the device was double beeping. This was found to be an issue with the downstream sensor. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smiths medical cadd legacy 6400 pump was double beeping no cassette. Event occurred during testing and no patient involvement.